Event description:
It was reported that the Log Files were submitted for analysis due to recent Low Flow alarms. The speed had been lowered to 5600 rpm. Review of the Log File found no unusual events recorded in the event history. The periodic Log on (b)(6) l2026 at 9:58:33 contained one Low Flow flag. The mechanical Circulatory Support (MCS) equipment was operating as intended. Additional information stated that the cause of Low flow was determined to be patient drinking less water after Status post (s/p) robotic-assisted sleeve gastrectomy on (b)(6) 2026. Their BMI was 47.33 (292lbs) at that time and now it was at 44.3 (274lbs) while admitted. Cardiac computed tomography (CT) scan confirmed the cause of the Low Flow alarms. There was a partially occlusive filling defect at the orifice of the Inflow Cannula extending into the Left Ventricle cavity consistent with thrombus. Outflow Cannula showed small volume mural-based thrombus along the outflow conduit. The outflow graft to the ascending aorta was widely patent and homogeneously opacified with no evidence of thrombus or occlusion. The patient was placed on V heparin and INR (International Normalized Ratio) goal increased to 2.5 - 3.0. Speed of Pump decreased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed